Manufacturer narrative:
Other: damaged device - conclusion: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible med device reference lists and instrument assessment activities.

Event description:
The affiliate alleged a customer reported an instrument was damaged after processing in the sterrad unit. A blue button part of the electrical knife was broken. The broken pieces of button was attached to the film surface of the pouch. Seven knives were broken from the same load. The device is reusable and recommended for autoclave. There was no patient involvement from the event.